Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer went to the emergency room with a blood glucose level of 599 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The customer was treated with intravenous fluids of saline and insulin. Customer was released the following day, (B)(6) 2026, with issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.